Event description:
Cardiac tamponade on traumatic wound of the right auricular with perforation due to a hemodialysis catheter inserted 3 days before. Cardiogenic shock necessitating urgent surgery (sternotomy and drains).

Manufacturer narrative:
Customer stated it wasn't a product issue.